Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited anomalous longevity estimator behavior, and impedance values were varying. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed high system current drain. The regulated supply voltage was marginally lower than expected. During evaluation of the capacitor, the component was lost and unable to be recovered. The analysis was stopped at this point with no cause identified for the high system current drain. If information is provided in the future, a supplemental report will be issued.